Event description:
The customer reported being hospitalized due to high blood glucose of 540 mg/dl, and she was treated with an insulin drip. Troubleshooting was performed. The customer stated that her glucose level kept rising even with boluses. The time, date, boluses, and settings were correct. Reviewed the alarm history and found low reservoir alarms. The customer declined to continue testing, and she requested a replacement of the insulin pump. No further info was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing including the displacement test. After testing it was concluded that the device operated within specs.